Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device return and further information was requested but not received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported output problem and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofreqency ablation procedure a cancellation occurred due to a failure to power on the generator. The patient had been prepped for the procedure and when the issue was not resolved the case was cancelled. There were no adverse patient consequences.